Event description:
Per the audiologist, impedance testing showing variable electrode impedance results four months in 2007. Results of an integrity test done two months later, were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated from the second sound processing program. In 2007, a repeat integrity test was completed. The results were similar to the previous integrity test. An x-ray was done ( date not reported) showing a full insertion of the electrode array and in correct placement. The pt continue to make some progress with her language development. The pt will be implanted in the contralateral ear. Explantation/reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
.